Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) impedance was high of out of range and noise signals were recorded. Technical services (ts) expressed concern for a possible right atrial lead fracture and recommended evaluating the lead with isometric pocket manipulation during the clinic assist. Ts also suggested to consider disabling atrial lead-based discrimination features. No adverse patient effects were reported. This device remains in service. No adverse patient effects were reported.